Event description:
Hosp had returned this pump for unrelated svc. During testing by co tech svs, it was discovered that the system malfunction led and audio alarm did not function during the self test.